Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed the right ventricular defibrillation impedance was steady at about 72 ohms through (B)(4) 2016, and then rose out of range to high by (B)(4) 2016.

Event description:
It was reported that the patient presented to the clinic with an audible alarm. The alert was due to high defibrillation coil impedance on the right ventricular (rv) lead. The impedance had spiked on two occasions. The high impedance was able to be replicated when the patient raised bilateral arms overhead and twisted to the left and to the right with arms raised. The lead defibrillation impedance was high only in the positions with arms raised overhead. In any other position (sitting, standing) the impedances were in normal ranges. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.